Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter stated that the patient had a blood glucose of 30 mg/dl with symptoms of confusion. The patient received a glucagon injection from their significant other. The reporter stated that the am and pm settings on the pump had been switched, causing the pump to deliver basal rates at the incorrect times. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.